Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charging pad was not functioning, and the user had access to an alternate charging pad in the household while a replacement was arranged. Symptoms included no clinical symptoms. Outcomes included no impact on health and no hospitalization. Investigation included customer service troubleshooting and initiation of replacement supply. Investigation of this case revealed that the issue was consistent with a nonfunctioning charger component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the external charger.